Event description:
Patient found laying on floor next to bed. Bed alarm did not sound. Patient required additional care in the form of CT scans for new back pain and first aid from a skin tear from the fall. No new fractures or bleeds noted on CT scan.